Event description:
It was reported that during a gastric bypass procedure. The device was leaking. Leaking occurred when torques was applied to the device. A different device and an additional insufflation machine were used to complete the procedure. No adverse consequences reported.

Event description:
The lay user/patient contacted lifescan alleging the meter is automatically cycling through code numbers upon insertion of test strip. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.(B)(4)

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.